Event description:
Procedure: low anterior resection/end to end anastomosis. According to the reporter: anastomotic leak. Two days after surgery, the surgeon noticed the abnormality in the fluid from the drain and x-rayed the anastomosed part. A few staples fired on the left posterior wall were found come off. The part was improved by conservative therapy without performing re-operation.

Manufacturer narrative:
(B)(4).